Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). During the isolation of pulmonary veins for an atrial fibrillation procedure, the patient went into vt prior to the ablation of the left superior pulmonary vein. No st segment changes were noted prior to pulsed field ablation (pfa) delivery. The right sided veins and the left inferior veins were ablated without issue. A premature ventricular contraction (pvc) prior to energy delivery in the left superior pulmonary vein (lspv) put the patient into vt. The only other catheter in the heart was an intracardiac echocardiography (ice) catheter in the right atrium. The physician expressed the saturation of the ECG channels between energy delivery may have delayed the identification of the vt. The site opted to use ge cardio labs leads instead of the ones supplied with the farastar recording system module (rsm), which contradicted the farapulse instructions for use (IFU). The patient continued to go in and out of vt requiring multiple cardio versions. Amiodarone was administered and the patient stabilized. All veins were isolated, and the procedure was completed. Additionally, it was noted that the patient had a history of coronary artery disease (cad) and associated ventricular fibrillation, for which a non-boston scientific dual chamber implantable cardioverter defibrillator (ICD) was implanted. The physician does not believe there were any issues with the farapulse system or interaction with the non-boston scientific ICD that led to the vt with pvcs putting the patient into the rhythm. It was noted that thresholds had changed following the procedure on the ICD. The patient is in stable condition. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
Correction to section b1 adverse event/product problem and section h6 device codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). During the isolation of pulmonary veins for an atrial fibrillation procedure, the patient went into vt prior to the ablation of the left superior pulmonary vein. No st segment changes were noted prior to pulsed field ablation (pfa) delivery. The right sided veins and the left inferior veins were ablated without issue. A premature ventricular contraction (pvc) prior to energy delivery in the left superior pulmonary vein (lspv) put the patient into vt. The only other catheter in the heart was an intracardiac echocardiography (ice) catheter in the right atrium. The physician expressed the saturation of the ECG channels between energy delivery may have delayed the identification of the vt. The site opted to use ge cardio labs leads instead of the ones supplied with the farastar recording system module (rsm), which contradicted the farapulse instructions for use (IFU). The patient continued to go in and out of vt requiring multiple cardio versions. Amiodarone was administered and the patient stabilized. All veins were isolated, and the procedure was completed. Additionally, it was noted that the patient had a history of coronary artery disease (cad) and associated ventricular fibrillation, for which a non-boston scientific dual chamber implantable cardioverter defibrillator (ICD) was implanted. The physician does not believe there were any issues with the farapulse system or interaction with the non-boston scientific ICD that led to the vt with pvcs putting the patient into the rhythm. It was noted that thresholds had changed following the procedure on the ICD. The patient is in stable condition. The device is not expected to return for analysis as it was disposed.